Event description:
It was reported that an ongoing urinary infection occurred for the last 3 years. Additionally, there was no stimulation sensation following a fall. The fall was recent. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037, (B)(4), implanted: na, explanted: na, lead model 3889, lot # v103841, implanted: (B)(4) 2008, explanted: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
Additional information received indicated that the patient experienced "off and on" relief since implantation of the implantable neurostimulator (ins) system. Her fall was reported as having occurred a year ago after which she no longer felt her stimulation. The patient had relocated and was seeking a new physician. If additional information is received, a follow up report will be sent.